Manufacturer narrative:
Additional/updated information was added to reflect the left motor being returned to the manufacturer for evaluation. The result of the evaluation was that the brake engaged/disengaged properly during the bench test, and the brake static torque was tested with a torque wrench and exceeded (B)(4) inch-pounds. Therefore, the original complaint issue of the brakes not holding was not confirmed.

Event description:
Both the left and right brakes will not hold. Chair will not hold while on a ramp and will roll back.

Manufacturer narrative:
Left motor: awaiting return. Should additional information become available a supplemental record will be filed. Right motor: the underlying cause documented on the irs or return fields in oracle is identified as: motor - (B)(4): brake engages/disengages properly during bench test. Gearbox - (B)(4): brake static torque tested with torque wrench and exceeds 680 inch pounds.

Event description:
Both the left and right brakes will not hold. Chair will not hold while on a ramp and will roll back.